Manufacturer narrative:
Device return: one used mc100 was returned. Mfrs testing and analysis: visual inspection recorded no visual abnormalities/damages and/or component irregularities. Engineering testing and analysis of the return connector to the applicable product specification was performed. The results recorded no component plug protrusion and or performance issues were replicated. Findings: the complaint of a dislodged mc100 silicone seal was unable to be confirmed or replicated. The engineering report recorded the returned mc100 did not have the silicone seal pulled or dislodged from the cap/housing. Testing replicated no out of spec conditions.

Event description:
(B)(4) report received concerning of component protrusion/(silicone plug) issues with use of mc100 microclave clear connectors. It was reported that "...the spiral white part ...of the connector was sticking out..." The connectors were removed and replaced and "parafilm" was placed over the connector to prevent pt from manipulating the connectors componentry. There were no further issues encountered and or any reported adverse pt consequences.